Event description:
It was reported that the iab was inserted in the cath lab in 2005. Two days later, blood was observed in the line. The iab was removed. A re-insertion was not required. There were no associated pt complications.